Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the 3-way stopcock and the tubing had separated before use. There were no patient complications reported.

Manufacturer narrative:
We received one single dpt kit model px260 for examination. No priming solution was visible inside of the kit. The reported event of "3-way stopcock and tubing have been separated" was not confirmed. As received pressure tubings were connected to the stopcocks. All connections were tight and secure. No visible damage was observed from the returned kit. The dpt also zeroed and sensed pressure accurately on the pressure monitor. No leak was noticed from the kit during pressure test. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.